Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection is confirmed; however, the exact cause is unknown. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed the connector pieces were returned assembled and some use residue was observed on the returned sample. The compression sleeve from within the distal connector piece was observed to be dislodged and stuck within the distal tip of the strain relief of the distal connector piece. The connection between the connector pieces was found to come apart somewhat easily. A microscopic observation revealed some plastic deformation near the distal end of the proximal connector piece. The connector was disassembled, and the distal connector piece was dissected. The compression sleeve was missing from within the distal connector piece and was found to be wedged within the strain relief. The gap between the two locking arms of the proximal connector piece was measured and was found to be out of specification. The widening of the gap between the locking arms of the returned proximal nxt connector allows for easier disconnection between the connection pieces; however, it is unknown how this gap became widened. Possible causes include damage during manufacturing, handling, or use, but it was not possible to determine when or where this damage took place from the returned samples. A lot history review (lhr) of redu1533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after catheter insertion, nurse was connecting the extension set but that was not connecting properly and comes out easily, they tried 3-4 times but same result, so they open a new repair kit and used for the patients, with the new repair kit also they were facing the same issue while locking but after 2-3 attempt they succeed to locked properly. This report addresses the second device that was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after catheter insertion, nurse was connecting the extension set but that was not connecting properly and comes out easily, they tried 3-4 times but same result, so they open a new repair kit and used for the patients, with the new repair kit also they were facing the same issue while locking but after 2-3 attempt they succeed to locked properly. This report addresses the second device that was placed.